Event description:
It has been reported to philips that during a clinical procedure the allura system's fluoroscopy was intermittently failing. The patient was removed from the procedure room and transferred to the intensive care unit. The procedure will be performed after system recovery. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system and confirmed that the x-ray was possible intermittently. Review of the system log file showed a problem that x-ray was not possible. Fse found, that the issue was related to current flowing through the x-ray tube. Fse made the adjustments to x-ray tube. After adjusting the x-ray tube, the device was returned to good working order. The codes were updated based on the investigation outcome.